Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7086897.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.